Manufacturer narrative:
(B)(4). Date sent: 10/31/2023. D4: batch # 265c75. Investigation summary, the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45d reload was returned partially fired 1/10 with the reload pan partially dislodged from the left proximal side. No functional test was performed due to the condition of the reload. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 265c75, and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the knife did not move forward on the way of 2nd firing. Knife reverse switch was used to return the knife. The device was used on the lung. Another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.